Event description:
Healthcare professional reported a rupture and a capsular contracture baker grade iii on the right-side. Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, an opening on posterior, black particles on the shell and gel. A microscopic analysis was performed which identified, a smooth opening on posterior. A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: a smooth opening on posterior assessed, as smooth opening.

Event description:
Healthcare professional reported, a rupture. And a capsular contracture, baker grade iii on the right side. Device has been explanted and replaced.